Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect1119 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that crack was found with the catheter after opening the package. The device was not used on a patient.